Manufacturer narrative:
UDI: product made prior to compliance date, gtin unavailable; (B)(4). Upon completion of the investigation it was noted that the valve was visually inspected it was noted that the stator and x ray dot were dislodged. Therefore; the cam position/pressure could not be determined. The valve was hydrated. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was dried. The valve was dismantled and was examined under microscope at appropriate magnification: a crack was noted in the valve casing. This is probably due to the valve receiving some form of impact. Corrosion was noted on the stator and the x ray dot. The cam magnets were controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3101, with lot cfnb7b, conformed to the specifications when released to stock on the 20th december 2005. The root cause of the corrosion could not be clearly determined. The root causes for the dislodged stator and x ray dot could be partly due to the valve receiving some form of impact, as well as the corrosion, this however could not be verified. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Valve not programmable